Manufacturer narrative:
Based on the information received, post implant of composix kugel patches (device #1 and device #2), patient had infection, fistula, abscess, abdominal pain and the mesh could not be explanted due to poor nutritional status of the patient. The patient passed away on (B)(6) 2018. Per death certificate, the cause of death was listed as "severe sepsis, hypoxemic respiratory failure." Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix kugel patch (device 2). An additional supplemental emdr was submitted to represent the composix kugel patch (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: a 66-year-old female patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of composix kugel patch (device 1 and device 2). (Note: no operative notes provided in the medical records). On 24-jul-2017, patient visited hospital for abdominal pain. On (B)(6) 2017 to (B)(6) 2017, patient was diagnosed with infected abdominal wall mesh, fistula. Patient was admitted for pain and acute exacerbation with cellulitis. Patient was put on pain medicine and antibiotics. On (B)(6) 2017, patient visited hospital with draining abdominal wall abscess and pain. On (B)(6) 2017, patient continued to have purulent drainage and abdominal pain. On (B)(6) 2017, patient had draining abdominal wall abscess related to an infected mesh. Most recent wound culture demonstrated mrsa and patient is on levaquin, bactrim. Abscess is draining into ostomy bag. Patient reports some pain at the site of mesh infection. On (B)(6) 2017, patient complicated by mrsa infection with a fistula and ostomy bag. Surgical repair is delayed to improve nutritional status. On (B)(6) 2018, patient visited hospital and has been frequently evaluated for explantation of mesh. However, no plans were made due to patient¿s poor nutritional status. On (B)(6) 2018, patient passed away. Per death certificate, the cause of death was ¿severe sepsis, hypoxemic respiratory failure.¿